Event description:
Heartware patient with chronically infected driveline presents with left ventricular assist device (lvad) related hemolysis in the setting of admitted anticoagulation non-compliance. Pt suffered acute small parietal infarct, and underwent lvad exchange to heartmate 3 lvad.